Event description:
It was reported that a device was used during a sigmoid colectomy. The device would not staple. A second instrument was used to complete the case. There were no consequences to the patient.